Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and bradycardia. The implantable pulse generator (ipg) exhibited one dropped beat every hour. The right ventricular (rv) lead also exhibited inhibition of pacing and sensing issue. The ipg and rv were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.